Event description:
Surgeon missed the proximal locking screw in nail using the targeting device.

Manufacturer narrative:
The device will not be returned. Rep stated, I tightened the screw on the target arm which holds the nail holding introduction handle. The device is working. If the device or additional information becomes available, it will be submitted on a supplemental report.